Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 7.2, laboratory inr: 3.7. The time between testing was approximately 2 hour. Reportedly, touching finger to sample well and adding multiple drops of blood. Therapeutic range 3.0 - 4.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation pending.